Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that the intra-aortic balloon (iab) was prepped and the md had inserted the sheath into the pt's right femoral artery. As the md was inserting the iab into the sheath, he met with difficulties and as a result, this iab was not inserted. Another iab was prepped and inserted without complications. There were no reported pt complications or injury.